Manufacturer narrative:
The investigation for the gastrointestinal bleed, vascular damage, and atrial fibrillation (af) has been completed. Product was not returned and logs are not applicable. Clinical details were not sufficient to determine the roo cause. Therefore, the root cause of the cause of the gi bleed, vascular damage, and af could not be determined since insufficient clinical details were provided. Corrections to the initial MFR report: g1 MDR reporting contact email

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr). Patient was given loading dose of amio and continued drip. Additionally, the patient had large, bloody bowel movement. A decision was made to explant impella to stop heparin and better manage gastrointestinal (gi) bleed. Additionally, the doctor performed internal balloon tamponade of impella sheath arteriotomy using a 6 x 40 balloon. He inflated and left for 10 minutes and dropped to assess. He did this for approximately 35 minutes. He then placed a 7.0 x 50 viabahn covered stent. The patient survived the event.